Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multi-function cable (mfc) was not returned as part of this investigation. The device will be tagged with a warning to discard the mfc used during the incident. Analysis of reports of this type has not identified an increase in trend.